Event description:
Additional information obtained revealed that the intended procedure was therapeutic/laparoscopic cholecystectomy related. Also, there was no delay in the procedure in which the subject device was used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had no image. The issue occurred during device inspection. The intended procedure was completed using another similar device. There were no reports of patient harm.